Event description:
It was reported that during a routine visit this right ventricular (rv) lead exhibited high, out-of-range pacing lead measurements measuring, greater than 3,000 ohms resulting in intermittent pacing failure. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.